Event description:
It was reported during an unknown procedure on patient with chronic recurrent osteomyelitis, after reaming of the intramedullary canal (reamer size 9.5mm) from proximal to distal the reamer head failed (breakage). Three (3) metal chips were removed. Removal of these metals chips caused the surgery to be extended 45 minutes. Customer reports there were no other adverse effects to the patient.

Manufacturer narrative:
It has been communicated by the customer, that the device will be returned to greatbatch medical for evaluation. Once greatbatch medical receives the device an investigation will be performed and a supplement medwatch 3500a form will be submitted.

Manufacturer narrative:
This supplement report number should have been marked as follow-up 002 but it was inadvertently numbered as follow-up 003 and submitted in error. Date of FDA request and viant medical awareness of error.

Manufacturer narrative:
This supplement report number should have been marked as follow-up 002 but it was inadvertently numbered as follow-up 003 and submitted in error. Date of FDA request and viant medical awareness of error.

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.